Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error. The blood glucose level was unknown at the time of incident. The customer stated that buttons were hard to press. Customers decline the troubleshooting. The device will not be returned for analysis.